Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called in to report that the customer had a recoverable fault on arm 4 which they could either recover or disable arm 4. The customer decided to start the procedure by using only 3 arms and disabled arm 4 as this was one of the first cases with this new system it was very strange. The csr also informed they had an error 861, no battery backup, a separate case record will be created for this problem. As they had a proctor case scheduled the day after, the csr wanted to know when an engineer could come to repair the system. The tse would try to contact the fe directly with the necessary information to contact him and the customer. The tse called the csr back after checking the logs more thoroughly as he could find the error pointing to one of the disks on the carriage of arm 4 not working. The tse asked the csr to reseat the sterile adapter on arm 4, check the free spinning of the disks, it might be that the sterile adapter was not well seated, but problem persisted. There was no error with the sterile adapter seated, no error when instrument was seated only when the instrument was controlled and moved. The field engineer would need to come onsite for a repair. The procedure was completed with no report of patient harm, serious incident or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.